Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found the downstream occlusion (dso) seal was separating from the bezel as well as a defective dso sensor. The customer's problem was replicated, and the cause of the problem was the defective dso sensor/damaged dso seal. The dso seal and sensor were replaced to fix the issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device is alarming "cassette not attached properly. Reattach cassette" every time you close the latch. There was no patient involvement. The issue was discovered during testing.